Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a touchscreen with parameters that could not be selected. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The biomed reported that the device had a screen lock that was on, and the respiratory technician did not know how to disengage the screen lock. The biomed reported that the device had been returned to service without requiring any repairs.